Event description:
It was reported that: "the gamma 3 lag screw medially dislocated with protrusion into the acetabulum, and total separation from the nail.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.